Manufacturer narrative:
The reported events were helix mechanism issue, helix damage and ¿resistance felt to enter peelaway sheath¿. A complete lead without a ¿peelaway sheath¿ was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of helix damage was not confirmed. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Dimensional analysis of the lead body was performed and found within specification. No lead anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had difficulty to inserted into the peel away sheath. Upon positioning, the helix of the rv lead failed to extend and was found to be struck. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.